Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that upon removal of a smiths medical portex¿ thoracic catheter resistance was met. As the doctor proceeded to pull out the catheter, it snapped; leaving parts of the catheter inside the patient. Subsequently, the patient was required to go to the operating room (or) for removal of the retained parts. The patient recovered with no further adverse effects.